Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: leakage from safsite occurred during use and blood leaked. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number 400541359. Two (2) unused samples in opened packaging were provided for evaluation. In addition a photograph was also provided. Visual examination of the physical samples noted no defects, damage, or abnormalities. The valves were leak tested with no defects noted. The provided photograph displays leakage during use. Based on the evidence provided within the pictures the reported defect is confirmed against the photo. A review of the machine data and manufacturing process did not determine any non-conformances that could have lead to leakage within the product. All proper procedures were in place and followed during manufacturing. A review of the batch record was performed and no non-conformances were found. The defect was not attributed to the materials, environment, or the measurement system. It was noted through investigation of the provided picture that the sample was further processed. Previous investigations have found that overtightening or excessive force on the part can lead to leaking sonic weld. Through investigation no leading root cause has been determined for the reported defect of leakage. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.